Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that left ventricular (lv) lead exhibited loss of capture as the lead was found out to be dislodged. The lead was surgically abandoned. No additional adverse patient effects were reported.